Manufacturer narrative:
Initial reporter phone #: unknown a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on catheter with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: fm was on the catheter.

Manufacturer narrative:
Bd received a 24 gauge angiocath unit from lot 7300966 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of light green foreign matter (fm) on the catheter tubing. The fm was collected and sent for ftir testing. The spectral analysis determined that the fm was most likely polyurethane. Polyurethane is usually used to make flexible foams. However, the manufacturing process for this device doesn't use polyurethane as a component. Based off the visible inspection and testing the engineer was able to verify the reported defect. However, since the manufacturing process doesn't utilize polyurethane during production a definitive root cause or origin of the fm could not be determined.

Event description:
It was reported that prior to use foreign matter was discovered on catheter with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: fm was on the catheter.